Event description:
It was reported that a user experienced nocturnal hypoglycemia to 53 mg/dl, treated with approximately 12 oz of oral carbohydrate, followed by hyperglycemia later that morning after making meal announcements without eating in an attempt to reduce elevated glucose; the ilet alerted for low and high glucose, and the user did not require assistance or medical intervention. Symptoms included none reported. Outcomes included transient out-of-range glucose values that trended down during the call without sequelae or external care. Investigation included troubleshooting and user education on appropriate meal announcement use and discussion of target settings, with instruction to coordinate any target changes with the clinical care team. Investigation of this case revealed that the hyperglycemia followed probable overcorrection of the low and subsequent non-meal meal announcements, which can interfere with automated dosing decisions; the device and components functioned as designed. It was concluded, based on established findings for similar reports, that user technique contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.